Manufacturer narrative:
Evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the colon during an open hemicolectomy, the stapler was placed on the tissue and the device did not fire. It was stated that it could not be advanced and it did not cut or staple. They opened a new stapler to complete the case. There was no patient injury.